Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was talking with her husband and then she started shaking then passed out. As the patient was unconscious she didn´t had memory of what happened. Her husband did not check the bg because the reading was around 80 mg/dl when the issue happened. When she woke up, the emergency medical team (emts) was around her and her bg was checked it was 57 mg/dl while dexcom was 81 mg/dl. She was provided with soda and dextrose to increase her glucose. She was not taken to a healthcare facility because her glucose stabilize. The patient was fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emt arrived, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.